Manufacturer narrative:
The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. Based on the symptoms, the device was damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include but are not limited to twiddler syndrome, subclavian crush syndrome or other lead insulation damages. In addition the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the electronic module was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. The analysis revealed no indication of a material or manufacturing problem.

Manufacturer narrative:
Update received 30-nov-2022: (B)(6) 2021, the patient passed away due to non ischemic intestinal necrosis from cardiovascular failure. The doctor commented that the patient death and the event are not related. The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. Based on the symptoms, the device was damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include - but are not limited to - a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. In addition the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the electronic module was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. The analysis revealed no indication of a material or manufacturing problem.

Event description:
It was reported that this patient was admitted to the hospital on (B)(6) 2020 after losing consciousness. External cardioversion was attempted and patient recovered. After patient was stabilized, device interrogation was attempted, but the device could not be interrogated. Homemonitoring data showed the device was approximately 30 percent before event, so it was assumed that the battery was depleted. On (B)(6) 2020 the device was explanted and replaced.